Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, h3 for device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), it was reported that a dental implant could not achieve primary stability during initial placement. A wider implant was used. However, the patient experienced a buccal plate fracture. The implant was removed. Buccal bone loss was also reported.